Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% instent restenosis was located in a non-bsc stent in the moderately tortuous and non-calcified proximal left circumflex artery. The physician attempted to dilate the lesion with two 3.0x10 non-bsc balloons but the first balloon ruptured at 21atms and the second balloon ruptured at 20atms. The physician then advanced the 3.0x8mm quantum maverick balloon to the lesion and inflated the balloon to 14atms. On the second inflation the balloon was inflated to 14atms and ruptured. The device was removed and the physician "closed" the procedure. No patient complications were reported and the patient's condition is reported as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: examination of the device revealed blood and contrast present in the distal outer. Microscopic inspection identified a pinhole approximately 0.5mm proximal of the proximal markerband. No other damage or irregularities were observed on the device. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% instent restenosis was located in a non-bsc stent in the moderately tortuous and non-calcified proximal left circumflex artery. The physician attempted to dilate the lesion with two 3.0x10 non-bsc balloons but the first balloon ruptured at 21atms and the second balloon ruptured at 20atms. The physician then advanced the 3.0x8mm quantum maverick balloon to the lesion and inflated the balloon to 14atms. On the second inflation the balloon was inflated to 14atms and ruptured. The device was removed and the physician "closed" the procedure. No patient complications were reported and the patient's condition is reported as good.